Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side rupture and rare simple sparse cysts. It was later reported "foreign body inflammatory reaction". The event of "squamous cell carcinoma of the cervix" is not related to the device. The device has been explanted.